Event description:
It was reported that the device rolled into the back of a patient's leg and the patient was injured. Attempts are being made to gather additional injury and treatment details from the user facility.